Manufacturer narrative:
On (B)(6) 2016 a field service engineer (fse) was dispatched to address the reported issue. The fse cleaned and lubricated the z-1 rod and tightened the z-1 motor belt. The fse verified for proper operation, running several patient tubes. The software was updated to ver. 5.23. The g8 analyzer was functioning as intended with all errors cleared. No further action required by field service. The probable cause of the event was need of lubrication. A complaint history review for serial number (B)(4) was conducted from (B)(6) 2015 through (B)(6) 2016 for similar complaints. There were no similar complaints identified during the search period. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016 a customer reported z-1 axis errors on the g8 analyzer. The customer is unable to run hbaic patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.